Event description:
The device is designed with electrodes that attach to the skin and a control box for the electrodes. The device's electrodes become disconnected and the hot end is closest to the skin causing a shock. Rptr feels that the design is flawed because the male connector is "hot" as opposed to the female connector and is closest to the skin. Supplier was notified. They told rptr that it is doubtful a design change will be made because then the device would not be interchangeable with other devices.